Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety when the controller exhibited multiple changes from one battery port to the other battery port. The battery changing was observed on all batteries. Power switching was also noted on two additional batteries. The controller and 6 batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analysis were conducted on the returned devices and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries¿ connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication error involving (B)(4). Additionally, power switching events were recorded to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnection. Removed all information related to controller (B)(4) (device not related to this complaint). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. The other reported second controller ((B)(4)) was not returned. Review of the non-returned controller¿s manufacturing records confirmed that the associated device met all requirements for release. Log file analysis of (B)(4) was not conducted since log files were not available from the controller. Hence the reported event of power switching on the second controller was not confirmed. Various analysis were conducted on the returned devices and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries¿ connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication error involving (B)(4). Additionally, power switching events were recorded to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to communication errors and momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnection. Additional system component being reported for this event: (B)(4). This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. **additional system component being reported from this event: heartware® ventricular assist system - battery : (B)(4) - battery / model# 1650de / expiration date 2017-07-31/ (B)(4). Device manufacture date: 2016-07-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2015-10-31/ (B)(4). Device manufacture date: 2014-10-31. Labeled for single use? No. (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2015-09-30/ (B)(4). Device manufacture date: 2014-09-30. Labeled for single use? No. (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-06-30/ (B)(4). Device manufacture date: 2016-06-30. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - controller: (B)(4) - controller / model# 1650de / expiration date 2018-05-31/ (B)(4). Device manufacture date: 2017-05-31. Labeled for single use?: no. (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-10-31/ (B)(4). Device manufacture date: 2016-11-30. Labeled for single use? No. (B)(4). Heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-06-30/ (B)(4). Device manufacture date: 2016-06-30. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety when the controller exhibited multiple changes from one battery port to the other battery port. The battery changing was observed on all batteries. The controller was exchanged. The batteries were not exchanged as the patient had the devices at home. Power switching was also noted on the second controller as well as two additional batteries. The second controller was exchanged. No further patient complications have been reported as a result of this event.